Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that through remote transmission, 3 seconds of pause episodes were observed due to intermittent undersensing of the ventricular events. The patient was asymptomatic. Programming changes were made and further testing was suggested.